Event description:
Procedure: heptobiliary. According to the reporter: when the device was applied on the hepatic arteries during a liver transplant, the clips did not form properly. The clips crossed like a scissor, scarring the tissue and causing some bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.